Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/nick damage. The unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with prostyle devices using the pre-close technique via a large sheath hole (8f) prior to an interventional transcatheter aortic valve (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed.the sheath was upsized, and the tavi procedure was completed. Reportedly, post procedure, when pulling each pre-placed suture, the suture separated. Hemostasis was achieved using the 8-suturing method after applying manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.